Event description:
It was reported the patient experienced a buzzing sensation behind his left ear at the site of the lead and connector for about 2.5 months. System diagnostics were run and indicated no system malfunction. The device and extension/connector were replaced. The hcp indicated the connector had malfunctioned. The buzzing sensation stopped after surgery.

Manufacturer narrative:
(B) (4): no code available for buzzing sensation.